Event description:
Description of event according to initial reporter: after that the graft arrived in the thoracic aorta with the proximal marker just below the left carotid artery, during the first cm pull back dott. The physician noted that the black wheel on the green rotation handle was not in situ and the black handpiece was disconnected so it was decided to pull out the delivery system and use another zta and tried on the workbench to unsheath the graft. The pull back was really hard and the black hand piece moving during this movement. Patient outcome: another zta was used to treat the thoracic aorta rupture.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.